Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device between 24 and 36 hours. The patient reports upon removal of the pod there was redness at the pod infusion site. In addition the patient reports the pods cannula was found to be bent. The patient reports having a fever and lower back pain. Once at the hospital the patient was diagnosed with a bacterial infection. The patient had magnetic resonance imaging as well as x-rays and a computerized axial tomography. The patient was treated with antibiotics. The patient remains in the hospital at the time of this call for 3 days and is expected to be discharged today.